Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the burnt/melted c-cover: the most probable cause of the malfunction is traced to component failure. As for the foreign objects, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope had foreign objects on the light guide lens, distal end and nozzle as well as a burn on the c-cover. There was no patient involvement.